Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. (B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: on-going.

Event description:
Country of complaint: japan. It was reported that upon opening the tube of histoacryl, leakage was noted.

Manufacturer narrative:
Samples received: 1 open pouch. Analysis and results: there are previous complaints of this code-batch. Manufactured (B)(4) units of this code batch, there are no units in stock. Reviewed the batch manufacturing record, there is a deviation prior to the release of the product. The deviation was an approval of the ampoules, they were approved. The ampoule received was checked carefully. Leakage of the liquid glue through a line that seems to be connected to the injection point of the ampoule. The ampoule received has a tear near the injection point on the surface of the ampoule and as a consequence of that, leakage of the liquid glue through the cannula, thus provoking glue polymerization outside the ampoule. Final conclusion: complaint is justified. Corrective/preventive actions: the supplier of the ampoules is to be informed about the finding.